Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Start date of duopa gel treatment was (B)(6) 2017. On (B)(6) 2019 it was reported the patient was in the hospital for extreme pain in the stomach, and stoma sore with pus. On (B)(6) 2019 it was reported the stoma had redness and it was sore. A pus like discharge was present for a month or more. Patient was prescribed a 7 day dose of oral antibiotic flagyl that caused increased abdominal pain. Patient was admitted to the hospital (B)(6) 2019 and was treated with an unknown IV antibiotic and was discharged (B)(6) 2019. Patient was not given an antibiotic at discharge. At the time of the report, the discharge at the stoma is bloody but the pus is gone.